Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at (B)(6). The history confirms that the user, on 07/18/2023, programmed an infusion with a volume of 560ml, to occur in 1 hour, at a flow rate of 560ml/h. The history also shows that the infusion occurred exactly as programmed. To verify the performance of the equipment, we performed a functional test using the programming reported by the user. Programmed flow: 560ml/h programmed volume: 560ml scheduled time: 01h00min infused volume: 580ml (approximate for more) error: +3.570% infusion time: 01h00min01 error: +0.001% result: approved there is no evidence of infusion error in the history of equipment use. The result of the functional test indicates that the equipment is working according to the accuracy specified for it. Unconfirmed technical complaint. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion" according to the customer: "problem programming the infusion pump. Patient receives medication carboplatin in 560ml/h infusion pump for infusion in 1h. - 13:00h medication with a total volume of 540ml was installed, for infusion in 60 min. He was the infusion pump was programmed with this volume and time. A double check was carried out with two nurses. At 14:08h had to reprogram the infusion pump as there was still about 200ml of medication (carboplatin) in the bag. "